Manufacturer narrative:
This device has not been received; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion, and a sudden decrease in the battery's longevity was observed. The patient is minimally paced, as has been the case for years, and has few arrhythmias. Boston scientific technical services (ts) reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected; however at this time, the device has not been received for analysis. Should the device be returned, an investigation will be completed and a supplemental report will be submitted.

Event description:
It was reported that this device was exhibiting premature battery depletion, and a sudden decrease in the battery's longevity was observed. The patient is minimally paced, as has been the case for years, and has few arrhythmias. Boston scientific technical services (ts) reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion, and a sudden decrease in the battery's longevity was observed. The patient is minimally paced, as has been the case for years, and has few arrhythmias. Boston scientific technical services (ts) reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field provided further information indicating that the patient will continue being monitored via latitude home monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior, and a sudden decrease in the battery's longevity was observed. The patient is minimally paced, as has been the case for years, and has few arrhythmias. Boston scientific technical services (ts) reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.